Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient did not experience any symptoms. The cause of the device not functioning was noted as probably device end of life. The issue had not been resolved and the device was still implanted. No medical history was available.

Manufacturer narrative:
Updated to better represent where the information was received from. "Information received form the patient via the manufacturer representative (rep)" if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer representative (rep) reported that the neurostimulator was not functioning. The environmental/external/patient factors that may have led or contributed to the issue was unknown. Interventions/actions taken to resolved the issue was that the file would be sent to bien-etre assistance. It was reported that it was unknown if the issue resolved at the time of the report. It remains unknown if surgical intervention occurred. No further patient complications have been re ported as a result of this event.

Event description:
Information received from the healthcare professional (hcp) for a clinical study via a manufacturer representative (rep) reported that the neurostimulator was not functioning. The environmental/external/patient factors that may have led or contributed to the issue was unknown. Interventions/actions taken to resolved the issue was that the file would be sent to bien-etre assistance. It was reported that it was unknown if the issue resolved at the time of the report. It remains unknown if surgical intervention occurred. No further patient complications have been reported as a result of this event.